Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a backup battery fault on (B)(6) 2026. This was the second one on the same system controller (B)(6). The first backup battery fault occurred on (B)(6) 2025 for which the site exchanged the backup battery (new internal battery: (B)(6). Since it was the second backup battery fault on the system controller, the system controller was exchanged.